Manufacturer narrative:
Weight, ethnicity, race: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.0 diopter was implanted in the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same model, same size lens due to refractive surprise. The problem was resolved. Cause of the event is other.

Manufacturer narrative:
B5: cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
D4: expiration date- 11/30/2024. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3: product evaluation: lens returned dry in a microcentrifuge vial. Visual observation found no visible damage to the lens. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).